Manufacturer narrative:
The customer requested replacement parts only with no device evaluation.

Event description:
It was reported to philips that the device's knob is not functioning. The device was not in use on a patient.